Event description:
A report was received that the patient underwent an ipg explant procedure as the ipg would no longer communicate.

Manufacturer narrative:
The returned ipg was analyzed and the complaint of inability to communicate was confirmed. The non-rechargeable ipg had reached the end of service life. When the device battery level is below the expected range of 2.65 volts and will suspend normal operation with the end-of-service message. The device was in service in the patients body for about 18 months, which is within range of the program settings estimated longevity. The internal inspection confirmed sleep current rate and high voltage impedance are in the expected ranges. The device passed the functional test and revealed no anomalies.

Event description:
A report was received that the patient underwent an ipg explant procedure as the ipg would no longer communicate.